Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure performed on (B)(6) 2009 (age, gender and weight unknown). According to the complainant, the guiding catheter became stretched and separated when attempting to deploy the stent. The device and the scope were removed from the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem". Since the initial report was filed, the following additional information was received on 04feb2010: it was determined that 2 flexima biliary stents were used during the same procedure. This is the 1st of the two devices. A second flexima biliary stent was used, however the guide catheter also because stretched and separated as it was retracted for stent deployment. Refer to MFR #3005099803-2009-06316 for associated device information.

Manufacturer narrative:
(B)(4). Visual inspection revealed the push catheter was broken in two pieces. The tuohy borst on the push catheter was ripped off the push catheter and was not returned. The suture hole on the push catheter was torn. The working length of the remnants of the push catheter was bent. The guide catheter was torn jaggedly in two pieces. The proximal remnant was stretched and kinked. The distal remnant was stuck inside the push catheter. The stent and the suture were still loaded to the delivery system upon receipt. The stent was bent along its working length. The guide catheter likely got stretched and torn into two pieces due to the excessive force applied by the physician when attempted to deploy the stent. It appears that, the stent, the guide and the push catheter most likely got damaged at the same time as the guide catheter was torn jaggedly in two pieces. Based on the analysis of this device and review of similar complaints with similar issues, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure performed in 2009. According to the complainant, the guiding catheter became stretched and separated when attempting to deploy the stent. The device and the scope were removed from the pt. The procedure was completed with another flexima biliary stent. There were no pt complication reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.